Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient believed the device is stimulating his stomach and causing pain in his stomach. There were no environmental/external/patient factors that may have led or contributed to the issue. An impedance check was done and all was within range. Implemented electrode redistribution to push power lower on the lead. Rep turned patient's stimulation off for a few minutes and patient reported no change in the stomach pain. Rep instructed patient to leave stimulation off for a day or two and see if the stomach pain subsided. The issue was not resolved at the time of the report. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977c265 lot# serial# (B)(6)implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had gastrointestinal issues previously. When they turned stimulation back on and the stomach issue did not get worse. The rep reported that the last they were aware the stomach issue had been resolved. The patient had a follow-up with another rep and did not report any current issues. No further complications were reported or anticipated.